Manufacturer narrative:
New information: a2,a4,d6 investigation: visual inspection: the following observations were made during the visual inspection: -deposits in the delivery liquid and on the outer housing permeability test: the test showed that the m.blue is permeable. Adjustability test: we have investigated whether the m. Blue can be successfully set to each specified pressure setting of the gravitational unit. This indicating whether the valve is fully adjustable within the full range of specified pressure settings (in increments of 4 cmh2o). The m.blue gravitational unit was found to be adjustable to all pressure settings. Braking force and brake function test: the braking force of the m.blue was within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated valve was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the valve. After dismantling of the valve, some deposits were found in the m.blue. Results: based on our investigation, we are unable to substantiate the clinical claim of "blockage". However, we assume that the deposits found within the valve may have temporarily caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Manufacturer narrative:
Investigation on-going. Investigation results will be provided in a supplemental report.

Event description:
It was reported that a m.blue shuntsystem was implanted. According to the complainant, the valve is reported to have shown blockage during the use. The patient underwent a revision procedure.